Manufacturer narrative:
The cs-2100i operator's manual, chapter 8 - troubleshooting, section 8.5 - error message list, provides a listing of error messages for this instrument and their causes/corrective actions. The following information is provided for the errors generated by the sample analysis: 0032.0000.0000 [no coagulation]: possible cause: the coagulation reaction was not detectable, due to low fibrinogen concentration, an anticoagulant sample or a reagent problem. Corrective actions/countermeasures: reanalyze and make a comprehensive judgment, taking sample and reagent, etc. Into consideration. Also, set a longer detection time and repeat the analysis. The analyzer performed as designed by alerting the operator to possible sample abnormality requiring further verification of accurate results prior to reporting. A sample/patient specific abnormality, inadequate mixing, centrifugation or other mishandling of the samples could not be ruled out as contributing factors. No systemic product deficiency was identified.

Event description:
The sample, collected from a patient in (B)(6), was analyzed and generated a "no coagulation" error with no numerical values for the prothrombin time (pt) results. The sample was repeated multiple times with the same result. Another sample was collected from the same patient with the same result. The user reported a pt result of "no coagulation" to the clinician. The recollected sample was analyzed on a different analyzer and the pt result generated a value within normal range. The patient was administered fresh frozen plasma (ffp) and vitamin k based on the erroneous pt result. No patient harm was reported based on the administration of ffp and vitamin k.